Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported an unexpected restart and compromised force sensor system. No harm requiring medical intervention was reported. Troubleshooting was performed and it was not resolved and also customer stated that keypad anomaly/button error. The customer will discontinue using the pump. The device will be returned for analysis.